Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv2.5 device had ruptured during filling. It is unknown what the device was being filled with. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation by baxter per the customer. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.